Event description:
It was reported that the pump was emitting unexplained beeping sounds, although there were no alerts or alarms displayed in the history that had not been addressed. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.